Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a stent implantation procedure performed on (B) (6) 2009. According to the complainant, the stent could not be placed over the guidewire because of the coating's rough surface. The procedure was completed with another amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).